Event description:
During an atrial fibrillation ablation procedure, a tip fracture was noted. The ice catheter was used for catheter placement and transseptal access. The catheter had high-quality images and good ice views initially. During catheter manipulation following a cti ablation, the catheter had distorted image and the same views that were previously attained were no longer visible. High amounts of pressure were not required to insert the catheter into the cim box and the catheter did not disengage. The catheter was unplugged and plugged back in at the cim box as well as removing all curves from the catheter before removal from the patient. Upon removal from the patient, the tip of the catheter was noted to be bent at a 30-degree angle, accounting for the poor images. The catheter was exchanged, and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The catheter was recognized by the catheter interface module and zonare viewmate system and the imaging screen was displayed; however, further functional testing was not performed due to the aforementioned catheter tip damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported poor image quality issue is consistent with the fractured and bent catheter tip. The root cause of this issue was determined to be a design/process issue.